Manufacturer narrative:
One opened phaco tip without a wrench, in a plastic container was received. Sample was visually inspected and found to be conforming. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Functional flow test was performed for occlusion and found to be conforming, good flow was observed exiting the tip and nothing extracted on the filter paper. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The phaco tip was found to be visually and functionally conforming therefore; a corneal burn, which caused a stitch needed in the cornea as described in the complaint could not be confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was functionally conforming. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery a patient experienced corneal burn and the wound was stitched. The surgery was completed on the same day and the patient condition is stable. This is one of three reports for this issue and represents the phacoemulsification handpiece.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).